Manufacturer narrative:
A review of the device history record showed that there were no discrepancies in the complaint lot. The lot was manufactured at the angiotech (B)(6) facility which was acquired by argon in 2013. After several attempts for additional information, information was received on (B)(6) 2015, from the sales representative regarding this incident. Per information received from the health care facility, due to the severe illness of the patient, the doctor decided not to take any further action to remove th guidewire. A CT performed after the guidewire was left in the kidney, showed no impact on other organs. In addition, per the healthcare facility, the patient died from his diagnosed illness on the (B)(6); however the death had nothing to do with the guidewire left in the kidney. The returned sample was examined under lighted magnification. The end appears to have been sheared. There were numerous nicks and indentations along distal portion of the guidewire which indicates that there was something "hitting" around the circumference of the distal portion. The IFU states do not withdraw a guidewire through a needle. Straighten the guidewire in order to withdraw the needle. Although the actual root cause could not be determined, based on the evaluation performed, it appears that the guidewire was sheared inadvertently by the needle during the procedure.

Event description:
The kidney is punctured with a 20g needle, the .0018 guidewire is introduced. The needle is withdrawn and a 10f dilator is used. After that the skater nephrostomy cath is placed. 10cm of the guidewire stayed in the kidney.